Manufacturer narrative:
Hbv-dna, qualtative= positive. Pcr real-time=positive. Pcr nested for pre-core and core = positive. Hbv-dna, quantitative= 549 coples/ml. Hbsag on axyim= 1.19 (negative) / assay cutoff= 2.00. Hbsag on vidas= 0.01 (negative) / assay cutoff= 0.010. Additional testing on the new sample drawn from the donor one month later included: hbsag on abbot axsym = 2.95 (positive); assay co = 2.00. Hbsag on abbot architect= 0.63 (positive); assay co = 0.05. Nat (ultrio chiron)= positive. Hbsag on vidas = 0.25 (positive); assay co = 0.10. Additional markers with abbot axym and architect; anti-hbs, -hbc and hbe= postivie: anti-hbc-igm and hbeag= negative. Labeling for hbsag system 3 claims sensitivity to ad and ay. Samples from the donor unit have been requested for dna sequencing to determine if the hbsag was a mutant strain. Hbsag system 3 sensitivity with mutant strain. Hbsag system 3 sensitivity with mutant strains is variable.